Event description:
Info received indicates the bed exit function would not alarm.

Manufacturer narrative:
The hill-rom tech indicated the tape switch for the bed exit malfunctioned. The tech replaced the tape switch to repair the bed.